Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump errors. The blood glucose was over 400 mg/dl as 425 mg/dl at the time of the incident. Customer stated that, the alarm did not occur while trying to change settings on pump using paradigm pal software. Customer stated that, the alarm did not occur right after a battery change. Customer stated that, they are unsure if the alarm occurred after pressing act while a bolus was delivering. Customer stated that the alarm did not occur during priming. Customer also reported blank display screen. The troubleshooting steps were guided for blank display screen and the display was returned. Customer advised to replace the insulin pump. Customer advised to monitor the pump. Customer advised to discontinue the insulin pump and revert to their backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a25 alarm, e52/a52 alarm or prime/fill anomaly noted during testing.